Event description:
It was reported that during implant attempt, there was noise on the atrial lead prior to and after dft testing. The lead impedance, threshold and sensing tested with in limits at all times, however, when you pushed or wiggled the atrial lead there was noise. We waited 10 minutes to see if it would stop and had no luck. The doctor removed the device from the pocket and there was blood in the header where the atrial lead plugs in. The doctor took a sterile q-tip and removed the blood. We then reinserted the atrial lead into the plug. We moved the lead around at the junction of the header and had no noise. At this point we placed the device back in the pocket and with in 2-3 minutes, had lead on the atrial channel again. We removed the device from the pocket and there was blood in the header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, on visual inspection, damage to the grommets was noted.